Event description:
Laser burst into flames prior to a pt procedure. There were no injuries. Laser is used for hair removal. Telecon revealed the laser was always warm since it was installed approx 2 mos prior. Talked to MFR who said there was nothing wrong and if it became too warm to shut it off for 5 mins then turn it back on. The laser had been used that morning and on previous days with no problems. The laser is left on but not in the ready to use mode. The unit was returned to the MFR 3 days later. Rptr received a letter from them stating the fire was rptr's fault. Rptr has 8 years experience using laser and there is nothing they could have done to have had it burst into flames nor should it have been warm to the touch. Rptr asked the firm if they had reported this incident to the FDA or any other agency and they said no. Rptr said the MFR is new and rptr believes they received their first laser. Inquiry about the model revealed that when it was installed, rptr received no paper work with any model or serial numbers listed. They sent rptr a replacement laser that is not warm when it is on. The fire dept came and rptr requested a fire report two days ago.